Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left anterior descending artery. A 20 x 2.50 mm promus premier¿ drug-eluting stent was advanced to treat the lesion. Upon deployment, the physician noticed a dissection inside the stent. Subsequently, a 2.5 x 12 mm promus premier drug-eluting stent was advanced to cover the dissected vessel and completed the procedure. No further patient complications were reported and the patient's status was stable.